Event description:
It was reported that the patient was referred for generator replacement due to an unknown reason. Additional information was later received as clinic notes indicating the patient was experiencing an increase in auras and felt the magnet swipes were not aborting the patient's seizures. Diagnostics were ok with a dcdc=2 per the clinic note however the physician felt the generator may have been approaching end of service. A rough battery life calculation was performed that estimated the generator was likely at, near, or past end of service. Surgery to replace the patient's generator has occurred. An implant card was received indicating the generator replacement was prophylactic because the patient was experiencing an increase in seizures. Attempts for additional information have been unsuccessful to date. The explanted generator will not be returned per hospital policy.